Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with this delivery catheter system (dcs), the valve was deployed and recaptured six times. During the first three attempts, the valve position was too low. During the fourth attempt, the valve dislodged above the annulus. During the fifth and sixth attempts, the valve was recaptured due to positioning. The system was removed from the patient. A second valve was loaded onto a new dcs, however a misload was noted visually and tactilely during the "marrying" process. The valve was partially folded over during the marrying process. Multiple bent struts were noted therefore the valve was not used. A new valve was loaded onto the same dcs and was attempted, however the dcs was unable to transverse around the patient¿s aortic arch. The procedure was aborted. No adverse patient effects were reported.